Event description:
A patient was admitted to hospital emergency department in 2007 with a chemical conjunctivitis caused by administering a glasses lens cleaning agent into his eyes. The pt was discharged the same day and was expected to make a full recovery. The event may have been attributed to unsafe product labeling. The bottle containing the lens cleaner looks like an eye drop solution bottle, has a white cap, and says only, "lens cleaner," "sam's club," and "optical," on the front of the bottle. The glasses cleaning directions and instructions not to ingest or use on contacts or eyes is clearly stated on the back of the product. The ed physician commented that eye drops are usually have white screw caps, dyes have yellow, mydriatrics another. Actually, I was unaware of this, but he said they often use this color coding to help differentiate medications. This product had a white screw cap and was the exact same size as dropper bottles.